Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly came loose from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.